Event description:
A baxter corporate quality product surveillance associate received report of a colleague infusion pump that had a fluid leak because the pump damaged the set; failure code 811:01 occurred shortly after. This condition interrupted delivery. This condition was found in the ER department. This event occurred during clinical use during patient infusion. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.09.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4). The device will not be returned, so no evaluation will be performed and the complaint could not be confirmed. The root cause is undetermined.